Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. A call to technical services was made on (B)(6) 2013 stated that the patient had septic shock and the entire system was explanted. The physician was dr (B)(6) at (B)(6) facility in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).